Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's left l5 lead was fractured. The issue was confirmed via x-rays. In turn, surgical intervention took place wherein the lead was explanted. During the physician was unable to advance the new lead. Hence no new lead was implanted. Therapy was restored with the existing leads